Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03355 and MDR ID # 2134265-2013-03353. During a percutaneous coronary intervention, it was noted that the motor drive unit of the ilab imaging system would not automatically pullback. Manual pullback was attempted. There was no patient complication reported. The patient's condition is good.